Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a 27mm navitor vision valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient's annulus perimeter was 74.4mm. During the procedure, while the valve was being partially re-sheathed the patient went into complete heart block. The valve was implanted. The final implant depth was 1mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The heart block persisted and a temporary pacemaker was placed. The patient had prolonged hospitalization for monitoring of heart rhythm. The following day the patient's heart block resolved on its own and did not require a permanent pacemaker. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event could not be conclusively determined. The reported unexpected medical intervention and hospitalization are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.